Event description:
Event description boston scientific received information that the patient with this pacing system was hospitalized due to a non-cardiac reason. The hospital's telemetry monitoring displayed loss of capture from this lead and the patient's heart rate dropped to 30 bpm. The patient was asleep and asymptomatic at the time. During follow-up testing one electrogram demonstrated noise which possibly resulted in pacing inhibition from a previous date and attempts to reproduce noise were impossible. Erroneous markers with telemetry noise (tn) after them were also noted.